Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-two (22) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the membrane port. This occurred during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between may 21-23, 2023. H11: the actual devices were not available; however, five companion samples and a photograph of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not easily identified by initial visual inspection of the companion samples; however, the leakage from the administration spike port bonding area was identified on the photo sample. Functional testing of samples was performed on the returned samples and no leaks were identified. The reported condition was verified on the photo samples. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding of the port in the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.